Event description:
It was previously reported that the patient underwent vns generator explantation surgery for an unknown reason. Follow up at the time was unsuccessful in determining the reason. However, it was later reported that the patient's vns had caused involuntary movements. It is unknown if this was the reason for the explant surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.